Event description:
The facility representative contacted baxter on 16 february 2010 to report a colleague infusion pump with a channel b select key on the pumphead module keypad that does not always work. The incident occurred during biomedical service on an unknown date. The facility representative stated that there were no reports of patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B) (4). The device has been received and evaluated by baxter. The reported condition has been confirmed and duplicated. The assignable cause is the channel b pumphead module keypad channel select key was intermittent due it disconnection in the keypad circuit board vertical interconnect accesses. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The user interface module master software version for this device (B) (4), categorized as unremediated.

Event description:
Device issue: none. Adverse event: thrombosis. Time of adverse event: post procedure. It was reported that during the procedure, a kissing balloon technique was performed at the bifurcation of the left anterior descending artery (lad) and the left circumflex artery (lcx). A dissection occurred at the lcx. Three xience v stents (3.5x23, 3.0x18, 2.5x23) were implanted to treat the dissection. When implanting the stents, a thrombosis was confirmed and flow seemed to be a little slow; however, the vessel diameter was confirmed to be recovered. Heparin was administrated and then changed to argatroban. After the procedure, the patient complained of chest pain. Angiogram revealed that the entrance of the cx was completely occluded. Revascularization was performed to suction the thrombosis. Balloon angioplasty was performed and blood flow was recovered. Reportedly, medical opinion indicates that the thrombosis was not due to the xience v stents but due to the lack of patient response to the heparin. There was no reported adverse sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.